Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a thoracic aortic dissection using a conformable gore® tag® thoracic endoprosthesis. It was reported that after the gore® tag® thoracic endoprosthesis (tgu404020/17752645) was deployed, upon retracting the delivery catheter the leading olive met resistance on the sheath. The physician was unaware that the olive tip had separated and advanced a catheter on the guidewire and pushed the olive off the guidewire into the patient's left common iliac artery. The physician chose to deploy a stent and capture the olive between the left common iliac wall and the stent and leave it in the patient. The patient tolerated the procedure.